Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system. On (B)(6), 2014, follow-up imaging identified a proximal type I endoleak and distal migration of ~10-13 mm of the trunk-ipsilateral leg component. It is unknown if aneurysm enlargement has occurred. It was reported the cause of the migration and subsequent proximal type I endoleak was due to proximal disease progression resulting in loss of wall apposition of the trunk. On (B)(6) 2014, an intervention was performed to treat the endoleak, whereby, an aortic extender component was implanted to provide proximal extension. Final angiography showed resolution of the endoleak and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.